Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. This custom implant is similar to the mets modular total femur implant (k121055) . Device not returned.

Event description:
It has been reported that the patient has a fracture of the implant.